Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful, and the end user was going to mix a new cassette as there was 63.4 ml remaining in the affected cassette no adverse patient effects were reported. No additional information is available at this time.